Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements up to 128 ohms. There was no noise on the lead. The device was reprogrammed. No adverse patient effects were reported. The lead remains in service.